Event description:
It was reported that the ht70 ventilator screen froze during power on self test ( post). There was no patient involvement reported. Covidien was not authorized to service the device. A third party service center addressed the issue by replacing the single-board computer (sbc) board was replaced. The ventilator was reported to be running normally.